Manufacturer narrative:
D9: (B)(6) 2024. Device evaluation: one device was received for evaluation. Visual inspection found a scratched lcd lens, and a damaged battery compartment. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the root cause is a faulty dso sensor. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. B3, g4, d4: UDI is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was not reading cassette. There was unknown patient involvement.